Event description:
It was reported that a device would be explanted on (B)(6) 2012 because the patient had lymphoma cancer and she might need MRI's in the future. The reporter stated that the patient's back hurt after every recharge session. It was reported that the patient's health care provider thought the implanting physician put the implant "in the wrong spot." The reporter stated that the patient had to go to the doctor's office to have the device charged for five hours and "didn't like that." It was reported that when the patient touched the device, it hurt. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger.

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s entire system was removed more than five years prior to the date of this report. The manufacturer representative stated that the device was explanted because it wasn¿t working. The details of the healthcare provider (hcp) who performed the explant were unknown. Indication for use is lumbar radiculopathy.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).